Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2022-00943. It was reported that the patient¿s lead had migrated resulting in ineffective stimulation. Diagnostic x-ray testing confirmed the issue. It was noted that the patient sustained a fall from a horse. As result, surgical intervention may occur on a later date.

Event description:
Additional information received indicated that leads were explanted and replaced on (B)(6) 2022 resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.